Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a bent front panel and damaged input/output label. The timing valve cap is nicked and the tidal volume knob rubs on the battery compartment. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. Manufacturing DHR is not relevant as the device has physical damage caused post manufacture.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus during treatment on a patient stopped working. No further information was available when reaching out to customer on how the issue was resolved. Patient can be bagged with ambu mask in the interim with 100 percent oxygen.